Event description:
At 4 days from the primary, revision surgery due to dislocation. During the surgery, the surgeon realized that the issue was due to a large osteophyte on the lateral aspect of the great trochanter. The surgeon removed the osteophyte and increased the head to 32l ceramic. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 31-aug-2023. Lot 2317261: (B)(4) items manufactured and released on 12-jul-2023. Expiration date: 2028-06-19. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Other device involved: liner: mpact 01.32.3241hcat hooded pe hc liner ø32/d (k132879) lot 2209989: (B)(4) manufactured and released on 15-jun-2022. Expiration date: 2027-06-01. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.